Manufacturer narrative:
Correction : correction: change the device quantity to an unspecified number of clearlink system continu-flo solution sets. Correction: combine the results of the sample evaluation into one report as a sample was received for evaluation, however, the issue of damaged septum could not be verified because the clearlink component does not have a septum and all relevant evaluation information related to this event is contained in the follow up medical device report, manufacturing report # 1416980-2019-05296. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a damage septum. The reporter stated that "it behaved as though a needle was stuck into the site"; however, the customer assured that there was no needle stuck in the septum. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.